Event description:
Country of complaint: (B)(6). Break of the ceramic insulation - pieces fell into the pt. The user is not sure that all the pieces were removed from the pt. Consequences: any x-ray performed - maybe a part remains in the pt.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015, 510 (k); k001330; k003608. Mfg site eval: complete instrument w/protector and connecting cable rec'd for investigation. Jaw of forceps is bent. Ceramic insulation shows cracks and chipped-off fragments. The bent jaw is an indication of excessive mechanical force applied to the instrument. All delicate bipolar instruments are reviewed prior to shipping, therefore, the damage to the ceramic insulation can also be attributed to mechanical overload. No material or product deviations could be verified.